Manufacturer narrative:
(B)(4). The device was received operational and in good condition. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. The pal evaluated the device. With reference to the iipv decision tree, the cause for the iipv found in the logs was determined to be insufficient drain - use error, false empty detect and use error initial drain alarm setting inappropriately programmed. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice device (hc), an issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 at 01:29:23 with drain volume of 4768 milliliters (ml) during cycle 1. On (B)(6) 2011 product surveillance spoke with the peritoneal dialysis registered nurse (pd rn) who stated that the hp had not reported any problem with the hc and the hp was continuing therapy without complication. There was no injury or medical intervention reported.